Manufacturer narrative:
This report is for an unk - guide/ compression/ k-wires/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Occupation: synthes employee. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient was underwent an unknown surgery, but two sets of guide wire was missing in the box. It was interrupted the surgery and 15 minutes delayed. It was unknown if the surgery completed successfully. The patient outcome was unknown. This is report 01 of 02 of (B)(4).

Event description:
This is report 1 of 3 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: patient code 3191 used to capture: device failure, surgery prolonged device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and it was determined the complaint event involved devices from depuy joint reconstruction not depuy synthes. It was determined there is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a joint reconstruction device after it was released for distribution. There is no report of an adverse event involving a joint reconstruction device. The reported complaint pertains to a service issue and is not a device related complaint. No patient harm provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: b1, b5, h1: the initial complaint was reviewed and it was determined the complaint event involved devices from depuy joint reconstruction not depuy synthes. It was determined there is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a joint reconstruction device after it was released for distribution. There is no report of an adverse event involving a joint reconstruction device. The reported complaint pertains to a service issue and is not a device related complaint. No patient harm provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.